Event description:
It was reported that the patient recognized their device was in safety mode and came into the clinic, reporting pounding symptoms. The device was later replaced. No additional adverse patient effects were reported.